Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
Material no. 309628, batch no. 8088606. It was reported that before use of the bd luer-lok¿ disposable syringe the scale of the syringe was only readable up to the 0.9 ml mark. The following information was provided by the initial reporter: based on the information provided the most appropriate cause code for this event was selected as ¿syringe printing (scale illegible)¿ because the complainant reported that the scale of the syringe was only readable until 0.9 ml, but the kit was reconstituted. As user needed 1 ml solution she could not use the syringe. She took a syringe of another nplate package and could use the solution.

Event description:
Material no. 309628 batch no. 8088606. It was reported that before use of the bd luer-lok¿ disposable syringe the scale of the syringe was only readable up to the 0.9 ml mark. The following information was provided by the initial reporter: based on the information provided the most appropriate cause code for this event was selected as ¿syringe printing (scale illegible)¿ because the complainant reported that the scale of the syringe was only readable until 0.9 ml, but the kit was reconstituted. As user needed 1 ml solution she could not use the syringe. She took a syringe of another nplate package and could use the solution.

Manufacturer narrative:
Investigation summary: photos were received depicting a sealed packaged 1ml ll syringe. The barrel was observed to have missing print of ¿0.9¿ marking and several grad lines between 0.8 and 1ml markings. The amount of print missing observed was rejectable per product specification. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Potential root cause for the missing scale defect is associated with the marking process. All visual inspections were performed as per requirement. No corrective action at this time. Batch 8088606 was inspected and accepted based on meeting our inspection control plan and subsequently approved for shipment. No machine maintenance was performed during manufacturing period in question.